Event description:
It was observed that during the device evaluation, the small intestinal videoscope exhibited the nozzle had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube had buckling; the adhesive on the bending section cover had a crack; the adhesive on the bending section cover had a chip; the control unit had discoloration; the electric connector had discoloration due to water leakage; the protector of the universal code on the scope connector side, and the universal cord were scratched; the adhesives around the light guide lens and the bending section cover had white-clouded area. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and due to the clogging of the nozzle, water removal ability did not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer-provided cleaning checklist, and the legal manufacturer's investigation. E1 has also been updated. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air, and also flushed it with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable malfunction could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: as the methods for procedure in line with the reprocessing manual below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿sif-q260, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿sif-q260, chapter 3 compatible reprocessing methods¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device.